Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s touchscreen was cracked and became unusable, with the patient uncertain of the cause and denying a drop; blood glucose was not affected, backup therapy was available, and the device had synced prior to shutdown, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.